Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: h4 the device was returned to olympus for inspection and the reported failure of abnormal image was confirmed. Based on the results of the investigation a possible cause could include electrical component problem. The most probable cause is traced to known inherent risk of device such as circuit board; connector/coupler; electrical cable; electrical and magnetic; mechanical/structural cable; imager. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during onsite equipment inspection the image was abnormal. It involved an olympus deflectable videoscope. There was no patient injury reported.